Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included, no additional patient information was available.

Event description:
The customer observed falsely elevated magnesium results generated on the architect c8000 for a patient sample from (B)(6) 2024. The following data was provided (customer¿s reference range 1.6-2.6 mg/dl): sample ID (B)(6) initial result = 6.4 mg/dl, repeat on alternate architect (B)(6) = 1.7 mg/dl. There was no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and replaced the peristaltic head tubing (rohs) (7-35009685-04), as it was leaking, and the replacement resolved the issue. The architect c8000 (01g06-11) serial number (B)(6) was considered the likely cause. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review did not identify any trends for the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect instrument ((B)(6)), list number (B)(4) was identified.

Event description:
The customer observed falsely elevated magnesium results generated on the architect c8000 for a patient sample from (B)(6) 2024. The following data was provided (customer¿s reference range 1.6-2.6 mg/dl): sample ID (B)(6) initial result = 6.4 mg/dl, repeat on alternate architect ((B)(6)) = 1.7 mg/dl there was no impact to patient management was reported.